Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that vns patient's device had high lead impedance upon performing system's diagnostics. The neurologist turned the device off and referred the patient for x-ray. The neurologist was not aware of any manipulation or trauma to vns device. Manufacturer evaluated the x-ray images: the alignment of the positive and negative electrodes appeared to be normal. The lead was routed towards the generator. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin. No obvious anomalies could be identified in visualized portion of the patient's vns device; however, a lead discontinuity in form of microfracture could not be ruled out. A revision surgery is likely.